Event description:
It was reported "two arterial line catheters broke during insertion in the ed. The catheter was able to be removed from the patient". No patient harm or injury. The patient's current condition is reported as "fine". Associated MDR number include 9680794-2024-00281.

Manufacturer narrative:
(B)(4). The customer report of a separated catheter was confirmed by visual inspection of the customer supplied photos. The images show an arterial catheter in use that is separated adjacent to the hub; however, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "two arterial line catheters broke during insertion in the ed. The catheter was able to be removed from the patient". No patient harm or injury. The patient's current condition is reported as "fine". Associated MDR number include 9680794-2024-00281.